Event description:
On (B)(6) 2012, customer reported that the lh 500 instrument leaked approximately 5 ml. Of diluent, and a few drops fell onto the front cover of the instrument. Customer also stated that the rinse block was not descending when switching to automatic (primary) mode. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument the same day and found that the blood sampling valve (bsv) was not rotating properly. This caused the diluent to spray out of the secondary probe. Fse replacing solenoid 17, pinch valve 21 (pv21) and the actuator for pv21. This resolved the issue. The service activity performed was verified and met the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).